Event description:
The customer stated that she went to the emergency room due to high blood glucose levels and dehydration. The customer reported a blood glucose reading of 400 mg/dl. The customer stated that she went through an entire reservoir the day prior to the event and her blood glucose levels remained high. The customer also stated that she didn't give a manual injection prior to being admitted. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.